Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead exhibited noise over-sensing. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, partial lead was returned in two portions for analysis. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted consistent with procedural damage. Visual and x-ray examination found no anomalies with the exception of procedural damage.